Event description:
Doctor reported that implant edge was damaged during placement. Another implant was placed to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided.